Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that thirty minutes post-implant, there was a micro-dislodgement of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.